Event description:
A patient reported blood glucose results of 423 mg/dl with a lifescan meter (one touch ultra) and 201 mg/dl on a one touch basic meter (invalid comparison), performed within 20 minutes of each other. The customer service representative walked the patient through two consecutive control solution tests and both results fell outside the specified range. Based on the failed quality control tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The patient also performed a blood glucose test with an accuchek meter and obtained a result in the 200 range. Test strips were replaced.